Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2016-00133 for the first patient. A medwatch report was received via maude review for report number 5059560 that states, the respiratory therapy found three endotracheal tubes that developed kinks at the position of the subglottic suction. This spot on the tube is where the pilot balloon line and the subglottic suction line enters the tube. The respiratory therapy replaced the endotracheal tube on two patients." No further information provided.